Manufacturer narrative:
(B)(4). Examination of the returned device found no evidence of product noncorformance. During the evaluation, chips and indentations were noted on the cutting teeth of the instrument. Excessive wear and tarnishing was also noted overall. The root cause of the event was most likely using the instrument beyond its useful life. Devices should be inspected for wear and disfigurement prior to use.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Manufacture date - unknown.

Event description:
It was reported that patient underwent a partial knee arthroplasty on (B)(6) 2016. During the procedure, it was noted that the bone mill removed 2mm more of the patient's bone than expected. There were no reported adverse effects as a result of the event.